Event description:
Related manufacturer reference number:(B)(4). It was reported that patient presented in clinic after experiencing syncope. It was noted from x-ray that patient's right ventricular (rv) lead was dislodged, wrapped around the atrial lead. The atrial lead was crimped. The leads were explanted and replaced. The patient was stable.